Event description:
Event description cpi received information that during a follow-up test, this implantable cardioverter defibrillator (ICD) was found been unable to complete an automatic capacitor reform. The device emitted emit tones and was explanted. A new device was implanted.